Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of blood results reading "hi". Customer stated that she normally gets a result of 104 mg/dl - 119 mg/dl. The customer performed a back to back blood test, 174 mg/dl and 153 mg/dl - customer had eaten one hour earlier. Reviewed the last five blood results from the meter memory. Time is not set correctly: 203 mg/dl, 12-02, 11:30 am, approximately 1 hour after eating; 108 mg/dl, 12-02, approximately 10:00 am, before eating; 121 mg/dl, 12-02, time unk, before eating; 104 mg/dl, 12-02, time unk, before eating; 142 mg/dl, 12-02, time unk, before eating; hi, 12-01, approximately 3:00 pm, 1 hour after eating. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi." Customer stated that she normally gets a result of 104mg/dl-119mg/dl. The customer performed a back to back blood test, 174mg/dl and 153mg/dl- customer had eaten one hour earlier. Reviewed the last five blood results from the meter memory. Time is not set correctly. (B)(6). No adverse event reported.